Manufacturer narrative:
Product event summary: the controller (B)(4) was not returned for evaluation. The controller (B)(4) and five batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller (B)(4) revealed that the device passed functional testing. Visual inspection, under 10x magnification revealed, hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log files analysis pertaining to (B)(4) revealed that the device was a backup controller. Log file analysis revealed that the controller, (B)(4), in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnection will result in an audible tone or "beep." Power source lubrication procedures were performed on the associated power sources on (B)(6) 2018 and (B)(6) 2019. As a result, the reported premature power switching events and ¿beeps¿ after lubrication were confirmed. Log file analysis for controller (B)(4) also revealed a controller power up event on (B)(6) 2019. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 71% relative state of charge (rsoc) and (B)(4) was connected to power port two with 75% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 10 seconds. Momentary disconnections were recorded leading up to the loss of power. As a result, the reported loss of power event was confirmed. However, the reported no sound could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving controller with no sound can be attributed, but not limited, to a faulty internal component and/or a faulty speaker. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the reported premature power switching events and ¿beeps¿ after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4). Device available for evaluation? No.: device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery: (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4), device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 2017-10-31, labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery, (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4), device available for evaluation?: no. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 2016-06-30, labeled for single use? (B)(4). Brand name: heartware ventricular assist system ¿ battery (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-06-30, UDI #: (B)(4), device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 2016-06-30, labeled for single use? No, (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2018-11-30 UDI #: (B)(4), device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device manufacture date: mfg date: 2017-11-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller and batteries were exhibiting power switching accompanied by beeping and an inaudible no power alarm. There was also a loss of power to the pump. The batteries were lubricated and then exchanged along with both the patient's controllers. No patient complications have been reported as a result of this event.